Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call failed battery test. Customer's blood glucose level was 174 mg/dl. Customer advised they replaced the battery on the device three times and received a failed battery test. Troubleshooting for failed battery test was performed. Customer advised they filled a new reservoir but did not plug it up due to the alarm. Customer was advised to place a new battery into the insulin pump. Customer advised they will purchase new batteries and call back to complete troubleshooting.